Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that two (2) years, seven (7) months post implantation of this surgical heart valve into the pulmonary position, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. A 26mm sapien 3 (9600tfx) was implanted into the pulmonary position and no additional details were provided.

Manufacturer narrative:
The type and cause of regurgitation varies depending upon multiple factors. Often, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that two (2) years, seven (7) months post implantation of this surgical mitral heart valve, implanted into the pulmonary position, a transcatheter valve was implanted (valve-in-valve) due to severe pulmonary regurgitation. A 26mm transcatheter valve was successfully implanted and there were no complications. The patient was later discharged on pod #1.